Event description:
It was reported that the patient had inadequate pain relief. It was also noted that the leads migrated and was causing abdominal stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI upn: m365sc2408740 model: sc-2408-74 serial: (B)(6) batch: (B)(6).

Manufacturer narrative:
Correction to the initial MDR in block h6. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient had inadequate pain relief. It was also noted that the leads migrated and was causing abdominal stimulation. The patient underwent a spinal cord stimulator (scs) replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.